Event description:
Notified by customer of blood leak on reused dialyzer. This customer had previously reported this lot number, where there was no sample to evaluate. Conditions surrounding the event reviewed with complainant. Internal leak was reported during dialysis, as blood was sensed in the dialysate by the dialysis machine and confirmed with hemastick. Ebl was volume of the discarded extracorporeal circuit, 220 ml., without adverse effect to the pt; no medical intervention was necessary. Actual sample was saved for evaluation. Reprocesses with heated citric acid, drs4, @95c x 20 hrs.